Event description:
The patient was hospitalized from home due to respiratory difficulty. Upon inspection of oxygen concentrator in home, it was noted that the filter was broken and oxygen could not reach the patient. It was going into the machine.